Event description:
It is reported that the pegs have fractured off.

Manufacturer narrative:
Eval: as returned, the impactor post has fractured off the instrument. It is likely the fracture occurred due to high, repeated impaction forces. This is a previously addressed design issue where change to the parts material specification was made in order to reduce the occurrence of this type of failure. The instrument has a potential field age of 18 months. Device history records indicate all components were manufactured and inspected specification.